Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a popliteal artery intervention, after the 6x150mm absolute pro ll vascular self-expanding stent system (sess) entered the anatomy, the stent spontaneously released from the catheter. The device including the stent was removed from the anatomy without issue. There was no adverse patient effect or a clinically significant delay in procedure. Another absolute pro sess was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Additionally, the following was noted: the stent struts were stretched, bent, overlapping, for a length of 8 rows from the distal end. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. In summary, the 4 still shot images did not provide evidence that the absolute pro ll/6.0/150mm on 135cm ce ¿spontaneously released¿ but it does appear to show an initial stent that potentially is prolapsed. This may have been caused if the user started to deploy and then decided the position was not correct and advanced it forward (which is why the tip markers are facing up instead of down). A prolapsed stent would appear with the tips pointing up as the image shows. This may have been caused by user error not necessarily a device malfunction. Based on the cine review results, it is possible that the stent was inadvertently partially deployed in an incorrect location resulting in the reported premature activation/deployment; however this cannot be confirmed. The investigation determined a conclusive cause for the reported premature activation/deployment cannot be determined. Manipulation of the device likely resulted in the noted stretched, bent and overlapping stent struts and the noted kinked distal sheath and inner member. There is no indication of a product quality issue with respect to manufacture, design or labeling.